Event description:
A health professional reported that a patient implanted with four es2 integrated blade screws, four xia blockers, and two mantis rods experienced an infection post-operatively. It was further reported that the patient was revised and the devices were explanted. This report captures the fourth of four es2 screws.